Event description:
I had a hysterectomy laparoscopically with the da vinci robot 2009. My uterus was cut up with a morcellator to remove it due to fibroids. It left seeds in my abdomen which turned into tumors. In 2011, I went through 2 types of chemo, multiple blood transfusions, a 7.5 hour surgery to remove 7 tumors one weighing 25 pounds, with a total of 22 days in the hospital. I was treated and stanford. My tumor's tissue has been tested at (B)(6), all confirm it is uterine in origin and smooth muscle tumor of unknown potential (a slight down grade from uterine leiomyosarcoma). I have to have an MRI every 3 months. Presently there are several things the oncologist is keeping an eye on my scans. I see the sarcoma specialist and surgeon every 3 months. I am lucky to be alive yet, I could still die from this terrible disease.